Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the hand piece device "had an air leak." The reporter stated that it was not reported the device was used in surgery and there were no delays in a scheduled surgical procedure. No injuries or medical interventions were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.